Event description:
The patient reported that she had blisters on her feet and that when she stretches her arms she has lost control of her legs, stating that "it feels as if her legs collapse". There has been no fall or other trauma; the feeling had occurred whether the device was turned off or on. The hcp reported the patient's "legs collapse as if she stretches", the blisters affected her right-foot and had started in 2007. At follow-up, the representative interrogated the device with no product problem detected (no date was provided). Te patient has been referred to a neurologist or neurosurgeon.